Event description:
The stapler initially fired several staple loads then a "stapler failed installation, reinstall stapler" error message was noted. Troubleshooting with or staff and company representative without resolve. Replaced with like device that functioned without issue. FDA safety report ID# (B)(4).